Manufacturer narrative:
B5: it was stated, they ¿were using a power injector but injecting at a low rate of 2.0 using the extension set¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an one-link standard bore catheter extension set ruptured during the administration of intravenous (IV) contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.